Manufacturer narrative:
Product event summary the full lead was returned and analyzed and the helix of the lead was extrinsically bent. The stylet/guidewire was kinked/buckled. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated damage at implant. Used a fresh mdt stylet, test passed. The old returned stylet is kinked in various locations, damaged at implant attempt. Lead returned with the helix extended and bent, tissue is visible on helix. Photo taken. No further helix testing possible, damaged at implant attempt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a right ventricular (rv) lead was attempted but not used during implant. The physician noted that the lead was difficult to place. The helix failed to extend and when the lead was removed, the helix appeared to be bent. It was also noted that there was difficulty removing the stylet and that the stylet had a corkscrew shaped appearance upon removal. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.